Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assy was damaged and broken mount rubber motor and u4 led on display board assy for segment dim. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/21/2019 to the present date 12/14/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for test failure ¿ pressure calibration which does not correlate to the customer reported issue.

Event description:
It was reported that the device was broken or damaged door. No additional information was provided. There was no patient involvement.